Event description:
Incident occurred on (B)(6) 2016: involves synchromed ii infusion pump, model #8637-40, recalled in 2011; was not informed by physician, (B)(6); implanted a replacement pump that was recalled prior to it being implanted. Changed doctors in (B)(6) 2015; dr. (B)(6). On (B)(6) appt and (B)(6) appt, physician stated pump was nearly empty, I. E., it contained only .8mls of unused medication. Low volume alarm is set to sound if volume falls below 2mls. On both dates, noted above, alarm failed to go off. Questioned physician and his assistant; neither could give me a satisfactory explanation as to why they did not intervene. Put me in touch with a medtronic rep who gave me the same gibberish and double talk I got from the doc and his assist. I have made 3-4 attempts to have both physicians remove this pump and both have refused or found a number of excuses as to why they are dragging their feet. The current physician, spiro has been supposedly "weaning" me off of baclofen for over a year. He has stated that it will require another year before the pump can be removed. How can this be legal? I have a right to refuse medical treatment and this doctor is forcing me to endure a treatment I have refused by requesting the pump be removed. He has offered no intervention for this malfunctioning pump and put me at serious risk to become a death statistic.